Manufacturer narrative:
Continuation of d10: product ID nitron (unknown serial/lot); product type: 0628-console spare parts; product ID 106e2 (unknown serial/lot); product type: 0628-console spare parts; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the catheter was unable to reach the correct temperature after the first focal ablation at -78 degrees celsius (°c). It was noted that the console had been located in an outside room with very low temperatures and the console was taken into the procedure room without allowing the nitrous oxide (n2o) tank to warm up. An error occurred indicating that there was an abnormal injectionspeed. It was noted that the physician had tried to bend the catheter tip. The console was replaced with the backup console which did not resolve the issue. The case was aborted. It is unknown if the patient was under general anesthesia. The data files were reviewed and confirmed problems with the n2o tank pressure relating to low temperature. Test ablations were performed, and no issues occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient files were returned and analyzed. In the fault file, the following fault messages were found on the reported event date: n-061 - the system has detected the tank pressure is lower than expected. N-174 - the system has detected the intent to power down. N-184 - the system has detected a higher than expected pressure. N-187 - the system has detected an unexpected injection pressure. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician and cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: imf (annex f: health impact): f1909. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the unknown system errors were also related to low flow. Further review of the data files identified the temperature issues. It was also noted that the tank was not fully against the heating pad and the case was started immediately after powering on the console.